Event description:
The customer reported the tip broke during a therapeutic linear eus procedure involving an olympus single-use fine needle biopsy. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.